Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during dwell. There were no leaks, and the unused line clamps were closed. They cleared the alarm and the hp would complete therapy with manual supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient on (B)(6) 2011 and he said he was able to resume therapy using manual supplies. He did not notice anything unusual with any of the previous supplies. Since then he has been resuming therapy successfully. There was patient involvement, but no reported injury or medical intervention. Product surveillance contacted the home patient's nurse on (B)(6) 2011 and she was unaware of the patient having that alarm. She would follow up with the patient the next time she sees them. As far as she knows the patient has been resuming therapy successfully. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.